Event description:
This is a spontaneous case report received from a regulatory authority (case (B)(4)) in (B)(6) on 10-dec-2015 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted in 2009, with lot number 619535. Consumer reported that from the second day of essure insertion she has had back pain, occasionally abdominal pain and pain in the front of her thighs, general malaise and tiredness. In 2010 she had a surgery to remove her tubes and take out essure, as she is allergic to nickel. The pain returned in 2015, even stronger on the left side, in abdominal area and lumbar areas. An x-ray showed she still has an essure on the left side without knowing exactly where, since her tubes were removed. Over all these years, she also got a lot of spots on chin and neck which itched a lot, and they disappeared on their own. It hadn't occurred to her until the time of report that it could be related to essure, because she believed they had been removed. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had occasionally abdominal pain. Around a year later, she had a surgery to remove her tubes and essure coils as she was allergic to nickel. However, five years later, the pain returned and x-ray showed she still had an essure on left side. The localization was unknown since her tubes were previously removed (interpreted as device dislocation). She recovered from abdominal pain but it returned after 5 years and the rash disappeared on its own. These events are serious due to their medical importance and are listed in the reference safety information for essure. Considering that essure may cause abdominal pain, nickel allergy and that device inserts may move during essure therapy and considering also that no alternative explanation was provided, a causal relationship between these events and essure use cannot be excluded. This case is regarded as incident since a device removal was required. A product technical complaint analysis is being sought.

Manufacturer narrative:
Product technical complaint (ptc) investigation and final assessment were received on 07-jan-2016. The bayer reference number for the ptc report is: (B)(4). Final assessment: for cases where a device failure during insertion is reported we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. No further adverse event reports have been received to date in relation to the reported batch. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 11-jan-2016 for the following meddra preferred terms: abdominal pain. The analysis in the global safety database revealed (B)(4) cases; allergy to metals. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had occasionally abdominal pain. Around a year later, she had a surgery to remove her tubes and essure coils as she was allergic to nickel. However, five years later, the pain returned and x-ray showed she still had an essure on left side. The localization was unknown since her tubes were previously removed (interpreted as device dislocation). She recovered from abdominal pain but it returned after 5 years and the rash disappeared on its own. These events are serious due to their medical importance and are listed in the reference safety information for essure. Considering that essure may cause abdominal pain, nickel allergy and that device inserts may move during essure therapy and considering also that no alternative explanation was provided, a causal relationship between these events and essure use cannot be excluded. This case is regarded as incident since a device removal was required. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. No further adverse event reports have been received to date in relation to the reported batch number.